Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2018, the patient underwent an endovascular treatment of an abdominal aortic aneurysm, the right common iliac artery aneurysm and the left common iliac artery aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component (rlt261218j/18473932) was implanted. On (B)(6) 2022, a proximal type I endoleak was observed. On (B)(6) 2022, a reintervention was performed to treat the proximal type I endoleak. An aortic extender endoprosthesis (pla280300j) was implanted proximally, and a touch-up ballooning was performed strongly by non-gore balloon catheter because the lesser curvature side of the proximal end of the pla280300j did not have sufficient apposition to the vessel wall. It is not sure whether the balloon was inside the stent graft, or a part of the balloon was outside of the stent graft when the balloon was inflated. Reportedly, the patient complained of pain when this touch-up ballooning was performed. Then, an additional aortic extender endoprosthesis (pla320400j) was implanted proximally, and touch-up ballooning was performed. The proximal endoleak was resolved. A final angiography revealed a dissection at above the aortic extender endoprosthesis. The physician decided to monitor the dissection. After the procedure, the intra-operative dsa was evaluated, and it was confirmed that the dissection was observed after the pla280300j was implanted and when the touch-up ballooning was performed.